Manufacturer narrative:
H10: the device was received for evaluation. The shrink band was removed, and the tamper evident label was broken. No particulate matter was visible floating in the solution. A visual inspection was performed which observed several tissue fibers that were present on the tissue. No particulate matter was observed. It is unknown if the observed tissue fibers on the returned unit were the particulate matter observed by the customer. Based on the description from the customer, it is likely that what the customer observed was the tissue fibers (inherent to the product). Therefore, the reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fungus or hair was observed on a vascu-guard apex 0.8 x 8. The issue was identified during setup and preparation. The seal was popped open, but the tissue was never removed from the container. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.